Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-paced t-wave oversensing (pptwos). Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Originally submitted on 8 nov 2024, FDA requested resubmission on 29 nov 2024 due to issues receiving emdrs.

Event description:
New information noted the patient presented remotely via merlin.net. Review of the transmission revealed programming changes had been performed but the post-paced t-wave oversensing (pptwos) persisted on the implantable cardioverter defibrillator (ICD). Additional programming changes were discussed, no changes or interventions were reported. There were no patient consequences.